Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter, stating the true metrix meter did not turn on. At the time of the call the customer reported feeling tired; medical attention was not needed at the time. Coordinator had initially spoken with customer and transferred customer's information to technician. The test strip lot manufacturer¿s expiration date is 10/31/2022 and open vial date is undisclosed. Technician was unable to contact the customer via telephone, no further information was able to be obtained.